Manufacturer narrative:
Date of death estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on information reviewed, death was a result of the cardiogenic shock, hence can be attributed to procedural conditions. A definitive cause for shock and embolism could not be determined. The reported patient effects of death, shock and embolism are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 3+. One clip was successfully implanted, reducing mr to 1+. During the hospital stay post procedure, the patient suffered from an acute coronary occlusion. Coronary intervention was performed however was unsuccessful and the patient expired due to cardiogenic shock. Per the physician, it is unknown what caused the occlusion however an air embolism may have occurred during the mitraclip procedure.